Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient had undergone replacement with a 550cc mentor smooth high profile gel implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/25/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device no apparent damage could be observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture concomitant products: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7593740 sn: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 550cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade unknown, post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/6/2019, mentor became aware that the capsular contracture that the patient experienced was a baker grade iii. Manufacturer¿s reference number: (B)(4).